Event description:
Medical technologists working at the off-site laboratories reported a higher-than-usual rate of trace-positive urine leukocyte esterase results. This test is performed as a urine dipstick using ichem strips, and is read using an ichem automated urinalysis reader. Upon hearing this news from the off-site labs, the off-site lab supervisor began calling the dipstick manufacturer to inquire about the cause of the problem. For a week, the off-site lab supervisor tried unsuccessfully to get a satisfactory response from the manufacturer. In the meantime, he tracked the false positives to two particular lots of ichem strips. These strips were put into use at other lab locations on (B)(6), (B)(6), and (B)(6) 2013 respectively. At that time, the decision was made to visually read the leukocyte esterase off the strip because that gives the correct result. This was verified by an experiment in the main lab using both the old and new lots of ichem strips. Therefore, effective (B)(6) 2013, the problem of false positive results was resolved with this work-around and patient results have been reported correctly since.